Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a cotton thread was found on a 24 g x .75 in bd insyte¿ peripheral IV catheter before use. No injury or medical intervention.

Manufacturer narrative:
Results: a sample or photo is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6350209 and 6354190. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.